Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced high impedances on their lead at the vertebral level t12 (no falls or trauma reported) . Re-programming failed to established effective therapy over the lower abdominal region. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that x-rays revealed lead migrated at vertebral level t12. As a result, surgical intervention was undertaken wherein the t12 lead was explanted and replaced. Ipg was electively replaced. Reportedly, therapy was restored post-procedure.

Manufacturer narrative:
Date of explant: the surgery date to explant and replace the lead was inadvertently reported incorrectly in additional report-1. The correct date is printed in this report.